Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system stated that he spent three days in the hospital after his heart stopped on new year's day and he received a shock. Upon review, a premature ventricular contraction (pvc) fell into blanking shortly after an atrial pace, and right ventricular (rv) pacing was delivered and appeared to have induced ventricular fibrillation (vf). The subsequent 41j shock was successful. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system stated that he spent three days in the hospital after his heart stopped on new year's day and he received a shock. Upon review, a premature ventricular contraction (pvc) fell into blanking shortly after an atrial pace, and right ventricular (rv) pacing was delivered and appeared to have induced ventricular fibrillation (vf). The subsequent 41j shock was successful. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient implanted with this ICD system presented to the emergency room (ER) after receiving a shock. Electrogram (egm) review showed another pvc-initiated ventricular arrhythmia event. An atrial paced event caused functional undersensing of a pvc, resulting in a ventricular pace on the t-wave that induced a vf event. A 41j shock broke the vf, and returned to normal sinus rhythm with 1:1 conduction. The ICD was reprogrammed. Upon further investigation, a physician confirmed that the patient was taking adderall against medical advice and that the patient had discontinued his amiodarone on his own. The physician will see the patient in-clinic in the near future. This ICD remains in service. No additional adverse patient effects were reported.